Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor vision transcatheter heart valve was implanted. It was reported there was no calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth of the valve was 5mm. Four days post-procedure on (B)(6) 2023, the patient presented with bradycardia and junctional rhythm. A decision was made to implant a permanent pacemaker. There was a prolonged hospital stay for monitoring of the rhythm. The patient status was reported as stable.

Manufacturer narrative:
An event of bradycardia and junctional rhythm four day post-procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Fluoro/cine was provided by the field that contained imaging of the case from initial vascular access to final valve deployment. Initial partial deployment was high (approximately 0 to -1 mm). Second partial deployment was deeper (approximately 4.5 mm ncc) near the ro markers. When the valve deployed, it appeared to shift deeper as it released from the delivery system. Final implant depth measured at approximately 8 mm on the ncc and 12 mm on the lcc, deeper than what was provided. Based on the information received, the cause of the reported incident could not be conclusively determined. Navitor implant depth target is 3 mm, the relatively deep implant may have contributed to the need for a pacemaker. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor vision transcatheter heart valve was implanted with a small flexnav delivery system. It was reported there was no calcification extending beneath the aortic annular plane in the interventricular septum. There was only one recapture due to the implant depth being too high but no other reported deployment/retraction difficulties. The final implant depth of the valve was 5mm. The patient remained hemodynamically stable throughout the procedure. Four days post-procedure on (B)(6) 2023, the patient presented with bradycardia and junctional rhythm. A decision was made to implant a permanent pacemaker. There was a prolonged hospital stay for monitoring of the rhythm. The patient status was reported as stable.